Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that pt's ins has been intermittently turning off by itself and also the controller periodically won't connect wirelessly. Caller stated that they met with pt today for further troubleshooting and checked the stim usage diary and it showed that stimulation is shut off for several days at a time. Tss reviewed that the cause of that is usually from the ins depleting. Tss attempted to clarify if pt is turning stim back on or if stim turns back on by itself but caller was not clear. Pt was speaking in the background and said that when they attempt to turn stim back on by pressing the light gray button on top of the controller, sometimes it won't allow them to do so. Caller confirmed that they were attempting to charge pt's ins and was in passive recharge mode, then was able to begin to charge in a normal state. Tss reviewed information and sent an email to repair to replace the controller. Tss attempted to confirm event date and caller stated this has been an issue for "several months". Pt called reporting same events already reported in previous call. Pt states was sent controller and still having the charging issue. Pt states the device says looking for device and then no device found. Pt was unsure whether her ins was depleted or not. Agent walked pt through charging and pt was in passive charge mode and was getting 99 for the highest and did start to charge and was seeing excellent. Agent sent request to repair for rtm to rule out issues with recharger. Pt called back stating they had issues once again. Pt had gotten a new rtm and controller; and when they go to charge the ins they got stuck on checking for recharger. They had reset the controller but still got stuck on that screen. Pt made a comment that said it was cutting off by self; when asked to clarify pt said they would push the stimulation on and off button but could not tell if they turned the stimulation on or off since they got. During call pt verified they were using the new equipment. A battery pack was sent. Pt called back escalated because they have all new equipment but cannot get their ins to charge. Pt mentioned they may just have ins removed if they can't get anything to work. Pt said when they use the controller, they see no device found; agent reviewed if the ins is not charged, that is what populates and they have to select recharge. Pt then gets stuck at checking recharger and cannot start charging session. Agent had pt examine connection pins of recharger and controller and clean connections, then reset controller with ac power. Controller responded by powering on, and green light flashed when battery was reinserted. Pt was irritated that agent was having them do troubleshooting steps when all equipment had recently been replaced, but then tried another charging session and again got stuck at checking recharger. Agent reviewed recharger replacement would be sent out. Patient called back and stated they received the replacement recharger on (B)(6); however, when they tried to charge their ins they got system problem rm05. Patient stated they had been "without therapy for a minute." Agent confirmed via sn that patient was using new recharger and patient reported no visible damage. Agent had patient connect the recharger and patient reported no device found; patient pressed recharge and screen progressed to passive recharge mode with 100/100/100 displayed and a green flashing light. Agent provided information and instructed patient to continue charging ins to full. Patient called back reporting that they are getting system problem rm05 and that it has been going on for awhile now. Patient mentioned previous call and that they were able to get their implant to charge but that now when they try, they just keep getting the same message. Patient stated that they try to start a charge session and just consistently get the system problem rm05 message. Agent walked patient through a controller reset; patient then attempted to start a charge session and was recharging but no quality showed. Agent asked what percentage the implant was at and patient said 80% but that could not be possible as they have not been able to actively charge since last (B)(6). Shortly after, patient noted the system problem rm05 popped up. Agent reviewed the error message with the patient. Agent sent an email to repair to replace the controller. Patient called back and stated they received the replacement controller and got it set up but when they tried to recharge the implant again, they started seeing system problem rm05. Patient stated they've had 2 rechargers sent, 2 controllers, and are still having problems. Patient stated they're getting so frustrated they're about to schedule an appointment to get the implant removed because they've had too many issues. Agent had patient examine the equipment. Patient denied damage to the controller and controller port pins but noted the recharger connection pins are darkened towards the ends. Patient tried cleaning the pins off but was unable to see an improvement. Agent sent an email to repair to replace the controller, recharger, and battery pack, due to the chronic issues and patient's frustration (it was noted the patient was still using the old battery pack).